Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump failed flow test on the fluke. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, accuracy testing was found to all be within specifications. Fluid ingressions were found in the chassis base of the expulsor. The downstream and upstream occlusion alarms were also found to be bent and cracked. However, no fault was found with the pump working. The expulsor assembly was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.